Manufacturer narrative:
This report is submitted october 29, 2019.

Event description:
Per the clinic, the patient's device was explanted (date not reported) due to unknown reasons. The patient was re-implanted with a new device during the same surgery.